Event description:
While removing hemosafe pt connector clip, from venous limb of catheter and venous blood line, catheter and port broke off. Venous limb of catheter clamped with thumb clamp. While preparing to return blood through arterial port, pt took a breath and began coughing. Thumb clamp on venous port of catheter was noted to have reopened. Air embolism suspected. Transport to local emergency medical dept. Catheter venous end noted to be broken.